Manufacturer narrative:
The hot/cold temperature therapy unit is made by a contract manufacturer, (B)(4). Deroyal owns the specifications for this product. Qc investigation (in progress). The power cord for complaint sample does seem to have a short in it, but not sure where exactly. Sometimes it will make the unit run and sometimes it won't. Complaint sample will be sent engineering group who will in turn send it to (B)(4), who will then send it to their vendor. A supplier corrective action request (B)(4) will be sent to (B)(4). No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
There may be a short in the cord. It seemed to work fine but as I played with it, it would cut off or not come on until I would keep messing with cord. Detailed description of outcomes, including information regarding injury or any additional treatment/intervention required: pulled additional units

Manufacturer narrative:
Correction is being reported for the following: date of this report: the date reported on the initial medwatch was 10/04/2016; the correct date of this report to deroyal is 09/09/2016. Describe event or problem additional information: "the unit has a pad that seems to be messed up at the connector which caused it to leak". Lot # which was available, but not reported at the time the initial medwatch was submitted: lot # reported: 42557106. Product ID for both reported units: t737ns. Lot # for both reported units: 42557106. The vendor's supplier corrective action report (scar) has not been returned at this time. When the scar is returned, this call will be updated. No further information is available at this time. We will provide a follow up report if additional information becomes available.